Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient experienced a skin reaction with a rash and redness extending beyond the patch perimeter. On (B)(6) 2025, the patient¿s caretaker called the patient¿s doctor as the skin reaction has worsened since (B)(6) 2024. The family had been self-treating with an unspecified topical triple antibiotic ointment. It was also reported the patient was prescribed an unspecified antibiotic pill. An appointment was made with the patient to follow-up with his doctor next week. At the time of follow-up, the patient's skin reaction was "healing". No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).